Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). The consumer reported upon insertion she noticed there was no string on the tampon. The string was found in the wrapper, crimped up. She was able to manually remove the tampon and did not seek medical assistance.